Event description:
Olympus was informed that a stool was coming out of auxiliary water channel when the port was not attached to a flushing pump. There had been no report of infection and cross contamination.

Manufacturer narrative:
Olympus followed up with the user facility and was informed users were not reprocessing the auxiliary water tube during pre-cleaning. The device was reportedly being reprocessed in an automatic endoscope reprocessor (aer). The device referenced in this report was returned to an olympus service center and evaluated. The evaluation revealed that the device failed the leak test due to a hole noted in the biopsy channel and switch #1 button. The distal tip cover was chipped, and scratched. The bending section cover glue was peeling and discolored. The light guide lenses were cracked. The insertion tube was discolored, which likely due to chemical damage. In addition, the control knobs were loose. The device was serviced and was returned to the user facility. As part of the investigation into this report, an olympus endoscopy support specialist (ess) visited the user facility to access the reprocessing practices at the user facility and to provide reprocessing training and educational materials regarding the appropriate reprocessing of endoscopes, however, the ess was not permitted to provide formal inservice training. This report is being submitted as a medical device report in an abundance of caution.